Event description:
It was reported to resmed (B)(4) that a patient using a stellar device allegedly suffered brain damage. Per the reporter, a hospital patient with lateral sclerosis was moved from one hospital bedroom to another. Approximately 2 hours after the move, the device had an emergency shut down. A family member was nearby and awakened. The family member notified the hospital staff for support. Per the reporter the hospital staff did not know how to restart the device and began looking for a bag mask valve (bvm) to manually ventilate the patient. The hospital team took approximately 10 minutes to find the bvm which resulted in the patient being without ventilation for that duration. Ref MFR report # 3004604967-2015-00048.